Event description:
It was reported that during a two level tlif procedure, the peek implant broke upon insertion. No fragment of the device remains in the pt, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Macroscopic examination confirms implant broken. Multiple implant instrument interface witness marks and a crack noted on one side of implant, suggesting bend stress overload as the mechanism of failure resulting in brittle overload and the foregoing failure. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.